Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips there was a "report error when boot". There was no report of patient involvement.